Manufacturer narrative:
Multiple rondic sponges were received for evaluation and it appears that the ends of almost all of the sponges from the returned sample bag are frayed. This complaint will be considered as confirmed. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. The results of a review of the non-conformance reports (ncr) database for lot 17f149462 and product code 6591 indicated that there were no discrepancies during the production of this lot. The probable cause for the reported condition may have occurred during the manufacturing process if the material was not completely tucked in beneath the rubber band that holds the sponge together. A complaint trend analysis was performed for fraying gauze involving lot# 17f149462 product code 6591 and there was no trend was noted to escalate to a CAPA. Established trends are escalated at the monthly corrective action and preventative action review boards, which reviews trends and determines if a CAPA should be opened to provide a formal investigation for this event. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the sponges are fraying at the end and not closed properly.